Event description:
Product analysis was completed on the received lead. It was noted that the lead was received in two portions containing the electrodes and connector pin. It was noted that the outer tubing had abrasions and a compressed appearance in multiple locations. There also appeared to be internal abrasions of the outer tubing at multiple locations. There were no other obvious points of entry for fluid other than the observed abrasions and it appeared that the abrasions were most likely caused by manipulation that occurs during the implant and explant procedures.

Event description:
The patient was undergoing surgery due to high impedance that was reported in mfg. Report #1644487-2017-03158. The high impedance resolved after the lead's pin was reinserted into the generator. However during the surgery it was observed that there was fluid inside the lead's tubing. The physicians who performed the surgery stated that there appeared to be a needle puncture in the outer tubing of the lead near the area where a suture had been placed for strain relief. The lead and generator were then replaced. The explanted lead was received and is currently pending product analysis.